Event description:
It was reported that the patient had gone to the emergency room with hyperglycemia. The patient's blood glucose levels reached over 400 mg/dl while wearing the pod longer than 48 hours. Symptoms reported include headache, chest pain, back pain, and vomiting. The patient was diagnosed with dka. The patient was treated with IV (intravenous) fluids and insulin but also something for the vomiting but patient did not know what it was. The patient was released the same day. The pod was removed before the emergency room and thrown away.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visits and diabetic ketoacidosis. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.